Manufacturer narrative:
X-ray image review: post-op x-rays for t2-t10 fusion show a rod fracture at t8. It is unclear what attempt at bony arthrodesis was made in this procedure, but by report bony fusion was not present at this level. This is about hardware failure. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2015: the patient underwent CT of the head without contrast. Impression: 1) intracranal contnets are negative, no intracranial hemorrhage, mass, CT evidence of acute ischemia. 3) extracranial soft tissue hematoma left parietal region, no associated fracture. The patient underwent CT of the chest with contrast. Impression: 1) burst fractures involving t6 vertebral body and t7 vertebral body with slight thoracic kyphosis, there is some osseous retropulsion into the spinal canal. T7 burst fracture includes the posterior elements. There is paraspinal and posterior mediastinal hemorrhage and stranding. 2) in the posterior mediastinum and adjacent to the expected location of the esophagus there is some subtle bubbles of gas which extends superioirly and inferiorly from the site of fracture, this raises concern for possible esophageal injury. 3) there is a small right-sided basilar pneumothorax. Bilateral pleural fluid collections, likely small hemothoraces right greater than left. 4) posterior atelectasis/collapse of both lower lobes. The patient underwent CT of the chest without contrast. Impression: 1) chest CT with oral contrast shows no esophageal extravasation in the thorax. 2) t6 and t7 burst fractures with paravertebral hematoma. Posterior mediastinal gas bubbles are seen, not significantly changed since earlier. 3) right chest tube in place, there is a persistent small right basilar pneumothorax anteriorly but the pneumothorax seen earlier no longer present. Small left pleural fluid collection is noted. 4) peripheral consolidative change both lower lobes with volume loss. (B)(602015: the patient was pre-operatively diagnosed with unstable t6-t7 burst fracture and underwent the following procedures: 1) t2 through t10 posterior instrumented fusion. 2) t5 through t8 posterior arthrodesis using autograft and allograft. 3) right iliac crest bone graft. As per op-notes,¿ a gearshift was used to identify the pedicle. These were then tapped. A pedicle probe was used to ensure the bony anatomy was seen on all 4 walls and deep. We did place screws from t2 through t5 this way. At t2 we placed a 5.5 x 30, t3 a 5.5 x 30, t4 a 5.5 x 30, and t5 a 5.5 x 35. We did check these with ap and lateral imaging. The left t3 screw appeared to be lateral. Therefore, it was removed. We did find a very good trajectory using the gearshift.the screw was replaced and appeared to be in much better position on ap and lateral imaging. We did turn our attention then to the lower thoracic spine. This time using a needle, we were able to use ap and lateral imaging to place k-wires bilaterally at t8, t9 and t10. These were then tapped and a 5.5 x 35 was placed at t8 and t9, a 5.5 x 40 was placed at t10. At this point, the c-arm was removed. The o-arm was brought into the filed. Spins were performed both of the superior screws and inferior screws. They all appeared to be in good position. Therefore, we turned our attention to decortication of the bone from t5 through t8. These were then packed with autograft as well as allograft.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6)2015: the patient was discharged from the facility. The final diagnoses are: 1) status post motorcycle crash of (B)(6)2015. 2) closed head injury. 3) right hemopneumothorax. 4) t6-t7 burst fracture. 5) c5 spinous process fracture. 6)substance abuse-cocaine. 7) incidental findings- right ovarian cysts, anemia. All of the above were present on admission. 8) colonic pseudo obstruction (oglivie¿s syndrome)- resolved, not present on admission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient was admitted to hospital. The diagnosis are: 1) status post motorcycle crash of (B)(6) 2015. 2) closed head injury. 3) right hemopneumothorax. 4) t6-t7 burst fracture. 5) c5 spinous process fracture. 6) substance abuse- cocaine. 7) incidental findings- right ovarian cysts, right kidney cyst, anemia. All of the above were present on admission. 8) colonic pseudo obstruction (oglivie¿s syndrome)-resolved, not present on admission and underwent the following procedures: 1) right chest tube placed 28 jun 2015- removed on (B)(6) 2015. 2) t2-t10 fusion on 30 jun 2015. 3) (B)(6) 2016: the patient underwent x-ray. It revealed a broken rod on the right side just above the t8 screw. Impression: t2-t10 posterior spinal fusion with bilateral t2, t3, t4, t5, t8, t9 and t10 pedicle screws and bilateral interconnecting rod. Fracture of the right interconnecting rod just superior to the right t8 pedicle screw seen on series 6 images 23 and 24. Comminuited fractures of the t6 and t7 vertebral bodies without retropulsion of the posterior wall are again seen. No evidence for osseus fusion of the facts. Given metallic artifact no spinal canal narrowing is visualized. Partially visualized left nephrolithiasis. Paravertebral soft tissues are otherwise unremarkable. (B)(6) 2016: the patient presented for a follow-up visit. A CT scan was done which revealed fusion posteriorly over the fracture side, but it was unclear of the fusion on the superior portion of t8. The rod is broken right above the t8 screw, making the surgeon concerned that the area is not fused. (B)(6) 2016: the patient presented for a follow-up visit. Impression: 1) t7-8 fracture. 2) status post t2 to t10 fusion. (B)(6) 2016: the patient was pre-operatively diagnosed with status post t2 to t10 instrumented fusion for fracture of t6-7 with right-sided broken rod and underwent removal of hardware, t2 ¿t10. Discharge diagnosis: one status post t2-t10 instrumented fusion for fracture of t6-7 with right-sided broken rod. (B)(6) 2016: the patient underwent x-ray of spine. Impressions: 1) status post removal of fixation rods from the thoracic spine. The thoracic and lumbar spine are in good alignment. There is no significant scoliosis. There is stable appearance of a compression deformity of t6 and t7. 2) degenerative changes as noted. The patient was discharged from the facility. 07 mar 2017: the patient underwent x-ray of thoracic spine. Impression: fracture deformities at t6 and t7 with mild height loss and vertebral body sclerosis. No instability on flexion or tension.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent a fusion surgery at levels t2-t10 in which rods were implanted. Post-operatively the patient reported the instantaneous pain due to rod breakage. The patient underwent a revision surgery to remove the broken rod.